Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent an additional mesh implantation in order to treat cystocele, rectocele, vault prolapse, stress incontinence on (B)(6) 2010. It was reported that the patient had the following procedures performed during this additional mesh implantation: cystoscopy, anterior and posterior repairs, vault suspension, ureteral catheterization bilaterally. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to dyspareunia and complications of vaginal mesh. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to vaginal pain and dyspareunia, recurrent pelvic organ prolapse, mostly secondary to recurrent cystocele and stress urinary incontinence and voiding dysfunction. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-07159 , 2210968-2013-07161 and medwatch 2210968-2013-07162. The same patient is represented in each medwatch.